Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that when the new device was connected to the leads during a device changed out procedure, the marker channel showed ventricular oversensing after every atrial pace. The "ventricular sensing came in almost right on top of/after the atrial pacing" followed by a safety pace possibly due to some type of crosstalk with the right ventricular lead, picking up the end of the atrial pacing pulse and marking it as a ventricular sense. The device was disconnected and the leads were checked through the analyzer; however, the scenario could not be re-created. The device was removed and replaced and the new device also had the same issues. The new device was programmed to a minimal ventricular pacing (mvp) mode and sensitivity was increased. The new device remains in use. No patient complications have been reported as a result of this event.